Event description:
It was reported that the vns patient had presented sleep apnea. Further information was received indicating that the patient had not presented any sleep apnea episodes before vns therapy. The sleep apnea debuted 6 months after the implant, when duty cycle was set to 10%. It remains unknown to the healthcare professional whether the sleep apnea episodes occurred with stimulation pulses. System diagnostics returned impedance within normal ranges on (B)(6) 2015. The healthcare professional reported an improvement with increase of the output current. The patient referred no new side effects. Review of manufacturing records confirmed that the lead and generator passed all functional tests prior to distribution. Review of the available programming history found no anomalies. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.